Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure, that the physician believed the right atrial (ra) lead to be fractured and about to breach the insulation. The representative tested the lead through the device and parameters were within normal limits, and the egm was clear of noise. There were no x-rays performed to evaluate the lead body for damage. The lead was surgically abandoned and a new right atrial (ra) lead was implanted. There were no adverse patient effects reported.